Event description:
Customer reported that she had unexplained low blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 21 mg/dl. Customer stated that she had high blood glucose of 466 mg/dl she delivered a bolus and her blood glucose stated to dropped and she end up in the emergency room with low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.